Event description:
The customer reported to olympus, that the cable was torn on the evis exera iii colonovideoscope. The device was returned for evaluation. During the device evaluation, it was found that the jet tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the celling plate had a crack, due to deformation of guide plate up/left unit, bending angle in up direction did not meet the standard value, the switch 3 had a cut, the switch 1 had wear, the right/left knob was shaved, the grip was shaved, the forceps channel port had a dent, the air/water cylinder had no color, the suction cylinder had no color, the flexibility adjustment ring was damaged, the plug unit had corrosion, the scope case unit had a dent, due to dirt on light guide cover glass, illumination was poor, due to a crack on probe cover, the insulation resistance value at distal end did not meet the standard value, due to a cut on angle wire, bending section cannot be bent in up direction at all, the light guide lens had a crack, the connecting tube had a cut, and the universal cord had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to the sub-water supply channel, but it was not possible to identify the foreign matter. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.